Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, and force sensor test. The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. All buttons functioned properly. No damage in the keypad assembly noted. The insulin pump failed the leak test from a cracked case behind the pump near the battery compartment. A detailed trace analysis confirmed power error detected alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm. The customer's blood glucose level was unknown. After troubleshooting was performed the insulin pump responded well. After two hours, they called again with the same error. The device was returned for analysis